Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the patient had a pilon fracture at tibia region. The plate was temporarily fixed with the kirshner wire, then the screw hole was pre-drilled, and the cortex screw in question was inserted. While tightening the screw with the screwdriver, the screw head was broken. Therefore, the plate was removed once and remained screw shaft was removed by using hollow reamer and the extraction screw. It is unknown if the operation was extended or not. There is no adverse consequence to the patient. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the screw was received with the head missing from screw and screw in poor condition. There is a considerable amount of damage about half way down the screw. This damage may have occurred due to the plate shifting/moving whilst the screw was being inserted or could also have been damaged during its removal with the extraction screw. Manufacturing and inspection records indicated no problems with the lot in question which was manufactured in april 2014. Moreover a review of our complaints data base shows that this is the only complaint of this nature from this article number and lot number. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances, it is likely that reason for a breakage is too much applied mechanical force has resulted in the breakage. No product fault could be determined. Evaluation summary attached box checked inadvertently; evaluation summary is not attached. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device product code: hrs. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.